Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was not reported. Treatment was not reported. On (B)(6) 2011, the patient was discharged. On an unreported date in 2011, the patient had recovered. Pd therapy was ongoing. Concomitant medications were not reported. The nurse stated that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10l04055 and h11a05012 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.